Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating on the proximal end of the device was peeling. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the ptfe coating was peeled off 32.6cm from the proximal end. The ptfe coating appeared to have been scrapped off the device, from the damage it apeared that the torque device had been dragged down the device. No other anomalies were noted. The observed damage is indicative that the torque device ws not securely tightened. The directions for use specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling. Therefore the cause of the issue is considered to be use/user error.